Manufacturer narrative:
This report is submitted august 10, 2018.

Event description:
Per the clinic, the patient underwent surgery to explant the device (date not reported). It is unknown if the patient has been reimplanted with a new device as of the date of this report.